Event description:
(B)(4). I got this as a form of permanent birth control. Something I wouldn't have to think about again, or so I thought . I had been having normal periods before this , now it is soo heavy that I am regularly having to wash out my clothes (actually soak them in hydrogen peroxide, which I need to buy) because my periods are soo heavy that I am regularly bleeding through my clothes, even with the "strongest" tampon. I am having worse cramps, also. I now have fibroids in my uterus, which I did not have before!! I have had a bumpy rash on my fingers, with skin actually peeling off when I tried to tape my broken finger to another. I was never able to leave them taped more than 3-4 days . Also have fiber or something abnormal in my r. Cyst. Never had a problem with my uterus or any fibers in my cysts prior to this . These essure were put in by (b)(5) . Now I will need another surgery to get them out . I have a special needs child , who needs looking after , who is going to do that while I am out of commission ??? No friends or family that r able to take time away from their lives to be here for a week or so , to help out . Also want to say that , when this was implanted, I was told I would be back to regular schedule in a day or two . I was in agony for a week !!! Hardly able to get off the couch due to extreme pain !!! Hate to think what will happen with an actual surgery or how bad that will be !!!